Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and to call back if the malfunction code reappeared.